Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. Correction to fields a1, a2 & a3: patient identifier, date of birth & sex.

Event description:
It was reported that this right atrial (ra) lead was explanted due to infection with the rest of the system. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to infection. No additional adverse patient effects were reported. Km.